Manufacturer narrative:
The product analysis was completed on march 3, 2016. The product analysis indicates that 1 un-sealed sample was received. When compared to the assembly drawing, the assembly shall have a resistance of less than 0.3 ohms across the entire assembly using a 4-wire ohmmeter. A 2-wire was used in lieu of a 4-wire ohmmeter due to availability. The assembly measured 0.3 ohms. There was no damage or anomalies in the construction of the device which would have resulted in the reported event. The probe was plugged into a nim system using 0.6 ma stimulating current and 100 uv threshold. When stimulating, the system returned 0.61 ma and signal on a 4-channel setup. There was no evidence of improper manufacturing and no malfunction found as it relates to the complaint therefore manufacturing and supplier issues have been ruled out as likely causes. Actual device evaluated. Results, conclusions: no failure detected, device operated within specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intraoperative, the probe would not stimulate. There was no emg response while touching nerves and no audible or visual indicator noted by the user. A replacement probe was used to complete the case, which solved the issue. There was no patient injury reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.